Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that today when they went to connect to their therapy settings they noticed the screen displayed por (power on reset). The patient said they were unable to connect to their settings. Patient services reviewed por meaning and the patient confirmed they have not had any medical tests/procedures/imaging done recently. The patient was redirected to their healthcare professional. No symptoms were reported.